Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that thirty (30) pumps stopping infusion and restarting on their own. The medication administration record (mar) is indicating that the pump has stopped infusion and restarted. There was patient involvement but unknown impact.

Event description:
It was reported that thirty (30) pumps stopping infusion and restarting on their own. The medication administration record (mar) is indicating that the pump has stopped infusion and restarted. There was patient involvement but unknown impact.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.